Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a german patient had developed a pressure sore from the front ECG electrode. The patient physician advised the patient not to wear the lifevest at night due to the discomfort and pressure sore. The outcome of the patient's irritation is unknown as follow-up was unsuccessful.